Event description:
It was reported that this (B)(6) right ventricular (rv) lead triggered a lead safety switch (lss) due to a low out of range pacing impedance after a generator change. Additionally, the pacing thresholds were high in both unipolar and bipolar configurations. The physician questioned if the calcification found around the pocket during the. Generator change could have affected the lead. Also, it was noted there was a lead fracture. The physician planned to do a lead revision in the future. Additional information was received from the field. The physician planned on monitoring the patient for now. It was confirmed a lead fracture or conductor issue was suspected. No adverse patient effects were reported. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).